Event description:
It was reported that three days after a drug eluting stenting treatment procedure, a sub acute thrombosis and death occurred. In 2004, the pt had proximal left anterior descending (lad) and circumflex (cx) disease. The physician placed a taxus express2 8.8% 3.5 x 32 mm otw drug eluting stent in the proximal lad and a vision stent in the cx. The pt left the cath lab on plavix, asa, and IV integrilin. The following day the pt was reported as being nauseous, vomited blodd, reopened the sealed groin site. The hosp staff used manual pressure to stop the bleeding at the groin site. The pt then underwent an upper gi work-up in an attempt to determine where the blood was coming from, but it was negative. The following day the pt was reported as being nauseous and reopened the sealed groin site again. The hosp staff treated the bleeding groin site with manual pressure again to stop the bleeding. The staff was unable to establish hemostasis, so the pt went to surgery for vascular bleeding. The plavix and asa were stopped at the request of vascular surgeon. The following day 10 am, the pt was reported to experience crushing chest pain and EKG changes. In the cath lab, the physician, it was determined that the taxus express2 8.8% 3.5 x 32 mm stent was occluded and the vision was almost occluded with thrombus present at both sites. Blood flow was reestablished with angioplasty in both vessels. However, 15-20 minutes later, both vessels had re-occluded with thrombi present. The pt expired while they were attempting to reestablish flow.